Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the valve and commander delivery system would not track the left common femoral artery and the valve got stuck inside of a pre-existing aaa graft in the left external iliac. As the delivery system, valve and sheath were being withdrawn, the valve got stuck on a piece of calcium and did not stay on the delivery system. In addition, the delivery system balloon and tip of the delivery system detached and were left in the external iliac. A flank cut-down was performed to remove the valve and delivery system. A second 29mm sapien 3 valve was successfully implanted via right transfemoral access. The patient was stable post procedure. The patient¿s access vessel was calcified.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
It could not be confirmed if the lot number for the delivery system was 61494224 or 60882540, UDI numbers (B)(4) respectively. The devices were returned to edwards lifesciences for evaluation. The nose tip assembly with the crimped balloon on the inflation balloon was returned separated from the rest of the delivery system. Additionally, the guidewire lumen was returned separated. During visual analysis it was observed that there was severe bunching of the balloon shaft strain relief, the valve with part of the inflation balloon was on the returned guidewire, severe scratches on flex shaft near flex tip, severe gouges on flex tip, and adhesive present on nose tip. The valve was observed to be severely distorted on outflow with multiple bent struts and some exposed struts on inflow. It appeared that part of the delivery system inflation balloon was missing. However, the surgeons felt confident that they removed all pieces of the delivery system during surgical removal of the devices and nothing was apparent on fluoroscopy. Due to the nature of the complaint (inflation balloon torn at proximal tapered shoulder), no relevant functional or dimensional inspections were performed. It was reported that the valve got stuck on a rock of calcium as the delivery system and esheath were being withdrawn. The returned sapien 3 valve was distorted on the outflow side as there were multiple bent struts likely caused to this interaction. The force of withdrawing the still crimped thv valve on the commander delivery system may account for the damage seen on the returned valve and subsequently the observed difficulty in withdrawing the delivery system. As the valve was returned on the inflation balloon, the complaint for valve dislodged from balloon was confirmed. The IFU instructs the user to crimp the thv on the crimp balloon, which is later aligned on the inflation balloon in the patient. The force placed on the valve during withdrawal attempts likely caused the valve to move from the crimp balloon to the inflation balloon. Subsequently, this force likely caused the distal tip/inflation balloon to separate from the rest of the delivery system. Although a definitive root cause could not be determined, available information suggests that patient factors (calcification) and procedural factors (withdrawal difficulties) may have contributed to the reported event. During manufacturing, balloons are 100% dimensionally inspected for: working length, balloon diameter, proximal and distal leg ids, proximal leg od, double wall thickness, balloon outer diameter, working length, and single wall thickness. Balloons are 100% visually inspected for witness lines, crows feet, contamination, mechanical damage, deformation, fish eyes, gel spots, and scratches. The y-connector is visually inspected for adhesive coverage. The outer diameter of flex tip is inspected. During the flex shaft assembly bond region, the inflation balloon and the laser bond are visually inspected. The nose tip / guidewire shaft to nose bond is visually inspected. The balloon catheter laser bond, the balloon size, and the balloon are visually inspected. During final inspection, the distal to proximal inspection is performed for the following: entire device, nose tip to guidewire shaft bond, inflation and crimp balloon, flex shaft, and balloon covers. Additionally, functional product verification testing is performed. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device history record (DHR) review did not reveal any issues that could have contributed to this complaint event. Lot history review did not suggest a manufacturing non-conformance contributed to the complaint event. A review of complaint data for november 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. The complaint for delivery system ¿ withdrawal difficulty ¿ from valve, vasculature, delivery system ¿ valve dislodged from balloon, and distal tip, nose tip ¿ separated were confirmed by visual inspection of the returned condition of the complaint device. However, inspection of the returned delivery system and review of DHR, lot history, and complaint history do not suggest a manufacturing non-conformance contributed to the complaint event. Review of manufacturing mitigations revealed that the device had proper inspections in place to detect issues related to the complaints events. No IFU/training deficiencies were identified. Available information suggests that patient (calcification) and procedural (withdrawal difficulties) factors may have contributed to the reported events. Review of the complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for the trend categories ¿withdrawal difficulty,¿ ¿valve dislodged from balloon¿, and ¿separated.¿ since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no product risk assessment, nor preventative or corrective actions were required.